Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the implantable pulse generator (ipg) exhibited a "screw" issue due to being "badly tightened" at the right ventricular (rv) lead connector port. The lead was reconnected and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.